Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence, fecal incontinence. It was reported that the patient stated they were constipated because they stopped taking magnesium and didn't drink all night. Patient stated that last night they took mucinex and a suppository but could not pass a bowel movement. Additional information received july 9th stated that the patient was experiencing bowels "oozing" out of them right now. Patient stated the stool was soft and loose at the same time. Patient stated bowel accidents are continuous. Patient stated they felt pain in their sciatic nerve and then had numbness down their leg and then changed the program from program 3 to program 4 and this helped. On (B)(6) 2021 patient called and wanted to reduce the stimulation because they could feel some pains in their leg and wasn't sure if that would help, but the programmer had an emergency alert error message. Patient mentioned they had diarrhea yesterday and the day before. On (B)(6) 2021 patient stated they had diarrhea. The patient also stated again that they had some numbness and was advised to contact the clinician for health concerns and advice. On (B)(6) 2021 patient was having all that diarrhea and now has constipation. Patient was having a lot of discomfort and the doctor cat hed the patient; they found instant relief and state that they feel 100% better today. On (B)(6) 2021 patient stated they have some swelling and fluid building up in the same leg the device is on. On (B)(6) 2021 patient again had diarrhea all day.

Manufacturer narrative:
Correction to b5 event description, diarrhea does not apply, h6 e1008 no longer applies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence, fecal incontinence. It was reported that the patient stated they were constipated because they stopped taking magnesium and didn't drink all night. Patient stated that last night they took mucinex and a suppository but could not pass a bowel movement. Patient stated the stool was soft and loose at the same time. Patient stated bowel accidents are continuous. Patient stated they felt pain in their sciatic nerve and then had numbness down their leg and then changed the program from program 3 to program 4 and this helped. On (B)(6) 2021, patient called and wanted to reduce the stimulation because they could feel some pains in their leg and wasn't sure if that would help, but the programmer had an emergency alert error message. (B)(6) 2021, the patient also stated again that they had some numbness and was advised to contact the clinician for health concerns and advice. (B)(6) 2021: patient now has constipation. Patient was having a lot of discomfort and the doctor cathed the patient; they found instant relief and state that they feel 100% better today. (B)(6) 2021: patient stated they have some swelling and fluid building up in the same leg the device is on.